Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a health care professional that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 36 to 51 mg/dl at the time of the incident. The customer went as high as 437 mg/dl while hospitalized as the hospital did not want them blousing. The customer was in the 300 mg/dl range at the time of the call. The customer used food, juice and was given glucose gel to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer was escaping the california wild fires all day and had not eaten much that day. The customer had lost all their pump supplies in the process. The customer was wearing a competitor's sensor, but did not have it on at the time and was not aware they were low. The insulin pump will not be returned for analysis.